Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), product ID 977a260 , serial# (B)(4), implanted: (B)(6) 2020, product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020,product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 02-dec-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 28-jul-2024, UDI#: (B)(4), implanted: (B)(6) 2020, product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020, product type lead, other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 02-dec-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 28-jul-2024, UDI#: (B)(4).

Event description:
Hcp reported via a rep that the patient had increased pain. An x-ray showed the lead moved down 1.5 levels. The device was reprogrammed and the issue was resolved.